Manufacturer narrative:
Manufacturing site evaluation: the implants were not available for investigation. Batch history review - nx053z: a review is not possible because the batch number is unknown. Other components (nx011z / 52365110 femoral component, nn261z / 52338717 tibial obturator): the device quality and manufacturing history records have been checked for all the lot numbers and found to be according to the specifications valid at the time of production. Conclusion and root cause - without product and little available information, it is therefore hardly possible to determine an exact conclusion and root cause. It could be possible that the failure is usage related. Rationale - unfortunately, due to a lack of data we cannot determine the exact cause. Corrective action - a product safety case has been opened and any action regarding CAPA will be addressed in this case.

Event description:
It was reported that there was postoperative loosening of the as vega tibial component. The patient underwent primary surgery and implantation of vega knee implants on (B)(6) 2018. Sometime later, postoperative loosening of the tibial plateau was noted. The tibia had been used with an obturator/uni and was not stemmed. A revision was pending but not yet performed; a stemmed tibia had been planned as a replacement for the original implant. Further data, including operative notes from the surgeries as well as x-rays have been requested. This report will be updated when additional information is received. Involved components listed as concomitant (item number / lot number): nx011z / 52365110 femoral component; nn261z / 52338717 tibial obturator. It was noted that this patient requires revisions on both knees. Associated medwatch for this patient: 9610612-2019-00087.